Event description:
It was reported by the customer that a line was inserted on (B)(6) 2026 and had to be removed on (B)(6) 2026 due to leakage. The total length of the line was 41 cm, with 7 cm external. A securacath was used to secure the line, leaking was noted during uses between the hub and 0cm. The patient required a further PICC insertion in order to complete treatment. No extravasation, swelling, or signs of infection were noted. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr single-lumen powerpicc solo catheter was returned for evaluation. An initial visual observation revealed the catheter had a needleless injection cap attached to the luer adaptor and biological residue was observed. A functional test of flushing the catheter with water using a 12ml syringe was performed. A leak was observed between the molded joint and the 0 cm depth mark. A microscopic observation revealed the split where the leak was found had very irregular and uneven fracture surface and edges. What appeared to be some superficial damage on the catheter wall was also observed. These features suggest the catheter was damaged by an external source, most likely contact with a hard and/or metallic instrument. This complaint will be recorded for future trending and monitoring purposes.